Event description:
A customer in (B)(6) notified biomérieux of obtaining a false resistant result for meropenem while testing a klebsiella pneumoniae patient strain isolated from bronchial aspirate using the vitek® 2 ast-n377 test kit (reference # 423031, lot # 0271027404) in duplicate. The customer first identified the patient strain as klebsiella pneumoniae using a vitek® ms. The klebsiella pneumoniae strain was then tested using vitek® 2 ast-n377 test kit (reference # 423031, lot # 0271027404) in duplicate. Both results were resistant for meropenem (mic = 8 and mic > 8). Alternate testing was performed using sensititre test (mic=0.5) and e-test (mic=0.5). Both results were susceptible. In addition, molecular biology (cepheid) was used and the resistance mechanism was kpc. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint for a false resistant result for meropenem (mem) while testing a klebsiella pneumoniae patient strain isolated from bronchial aspirate using the vitek® 2 ast-n377 test kit (reference # 423031, lot # 0271027404) in duplicate. The customer submitted the strain for investigational testing and the identification was confirmed to be klebsiella pneumoniae ssp pneumoniae with the vitek® 2 gn ID test kit (lot 2410833203). Investigational testing included testing the strain using a reference method as well as analyzing the strain using the vitek® 2 ast-n377 test kit from the customer's lot (0271027404) and a random lot (0271053104). The breakpoints in the vitek® 2 software version 8.01 for meropenem / enterobacteriacae are as follows: mic <= 2 mg/l (susceptible) mic > 8 mg/l (resistant) ----reference test results---- broth microdilution (bmd): mem mic = 2 mg/l (susceptible) ----vitek® 2 ast-n377 results---- customer's lot (0271027404): mem mic = 4 mg/l (intermediate) random lot (0271053104): mem mic = 4 mg/l (intermediate) ----conclusion---- the customer's false resistant results (> 8 mg/l r) were not reproduced internally. The reference mic is on the breakpoint, the strain is then borderline (within 1 doubling dilution , interpretation can shift from s to I). The vitek® 2 ast-n377 mem mic remains in essential agreement with the reference mic (bmd = 2mg/l s). The vitek® 2 result (4 mg/l I) leads to a minor error of category. Ast-n377 lot #0271027404 met final qc release criteria. This lot passed qc performance testing.